Event description:
The customer experienced a severe low blood glucose event during the night, requiring intervention. The customer's wife woke up to the low bg alarm and tried to wake the customer but had no response. The customer's wife took a finger prick which showed low, too low to measure. After a while of rubbing honey on the customer's gums, life signs were observed. No further treatment was administered, as the customer showed signs of recovery after receiving care.